Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of antiplatelet medications other than aspirin. A loading dose of 325 mg of aspirin was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day of the index procedure, an electrocardiogram revealed lbbb. At the time of reporting, the event was considered not resolved. One (1) day post index procedure, the patient was discharged on aspirin and warfarin.